Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test (active exhalation test during performance verification). The technician recommended replacing the trilogy evo 3 way solenoid valve, proportional valve (aecm) and outlet side panel to address the issue. The technician determined the system does not meet the specification for the performed service and is not returned to use. The device is to be collected and sent to UK bench for investigation & repair once po received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a system pre-test (active exhalation test during performance verification). The technician recommended replacing the trilogy evo 3 way solenoid valve, proportional valve (aecm) and outlet side panel to address the issue. The technician determined the system does not meet the specification for the performed service and is not returned to use. The device is to be collected and sent to UK bench for investigation & repair once po received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the trilogy ev300 ventilator was sent to the UK bench for investigation & repair, and the customer¿s complaint was confirmed. In conclusion, the device's the 3-way solenoid was replaced to resolve the issue. The error logs were downloaded, and no actionable errors were found. The software is current at 1.06.10.00. The system meets the specification for the performed service and is returned to use.